Manufacturer narrative:
(B)(4). This MDR was originally filed on 27 jul 2016 to an esubmissions test account. No ae reported. Additional information, including device details has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a unity micro adjuster was showing signs of rust.

Manufacturer narrative:
(B)(4). Additional information, including the return of the instrument to corin and device details were requested in order to progress with the investigation, however, these were not provided, therefore the associated device manufacturing records could not be identified or reviewed. The manufacturing process for this instrument is currently being updated. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA.

Event description:
It was reported that a unity micro adjuster was showing signs of rust.